Event description:
Patient reported feeling the nebulizer is defective. When pt uses it, the medication spits out on their face. Unknown date of malfunction. Unknown if pt missed a dose, unknown if an adverse event occurred. Unknown if defective device on hand for return. Unknown if md aware. No further info provided. Indication: chronic obstructive pulmonary disease, unspecified.